Event description:
It was reported that the device overheated during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.